Manufacturer narrative:
A used syringe was returned for evaluation. The hospital does not know which lot is associated with the complaint. The components met dimensional specs and ansi gage testing. There have been no similar reports on this lot.

Event description:
Surgeon reports cannula became detached from syringe the second use on the same pt.